Event description:
It was reported that the patient died approx. 28 months post index procedure. The cause of death was cardiac - acute myocardical inf arction. This event was assessed as not related to the device.

Event description:
Two endeavor sprint drug eluting stents were implanted in the rca during the index procedure. On the same day, the patient suffered an mi, related to the target vessel. Investigator indicated that the event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).

Event description:
Investigator assessed the previously reported event of mi and death approximately 28 months post index procedure was unlikely related to the study device.

Manufacturer narrative:
(B)(4)

Event description:
Cec reported that acute mi and chronic coronary insufficiency was the cause of death. Cec adjudicated that the previously reported death is a cardiac death.